Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements. The ra lead was extracted and replaced. No additional adverse patient effects were reported. The explanted lead was not expected to be returned.